Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a check iab catheter alarm. User stated that the patient had returned from CT and started having this alarm. The x-ray revealed iab position was lower than specified. The esp personel had reviewed to have the physician reposition the radiopaque tip to between the 2nd and 3rd intercostal space. The pump had been in standby for 9 minutes. By the time physiscian came and checked the catheter had been in standby for too long. They elected to remove the catheter. No harm or injury reported.